Event description:
The ventilator was connected to the pt. The customer reports the ventilator would not deliver gas and the working pressure was zero. The ventilator alarmed gas supply. There was no pt injury. The ventilator was removed from the pt and repaired by the bio-med.